Event description:
A customer observed a non-reproducible, lower than expected vitros valp result obtained from a single patient sample when processed on a vitros 5600 integrated system. Patient vitros valp result <10 ¿g/ml versus expected 51.4 ¿g/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The lower than expected vitros valp result was reported outside of the laboratory. However, the result was questioned by the physician and the sample repeated. A corrected report was later on sent to the physician. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, lower than expected vitros valp result was obtained from a single patient sample processed on a vitros 5600 integrated system. The most likely assignable cause is instrument related. The vitros 5600 was generating condition codes indicating a potential issue with the reagent metering subsystems. Although the pre-service precision run demonstrated typical instrument performance, the ocd field engineer proactively performed maintenance to several subsystem components. After completion of the maintenance activities, a post-service precision test results indicated that vitros 5600 system was performing as intended. There was no indication the vitros valp reagent in use malfunctioned. The assignable cause was determined to be instrument related. However, root cause of the instrument issue was not definitively determined